Manufacturer narrative:
(B)(4). Batch # l54c48. The analysis results showed that one ecr60b reload was received partially fired 2/3 consistent with an incomplete firing cycle. In addition the cartridge pan was noted to be dislodged from the cartridge. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the reload fell apart inside the patient. There was a small delay in the procedure to remove all pieces. It is unknown how the procedure was completed. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the cartridge available for return? If yes, please provide a contact name and mailing address for the return kit. If the cartridge is available for return are the broken pieces being returned or were they disposed of? What device was used? Is the device available for return? How was the case completed?